Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer obtained lower readings than how they felt when testing on the adc blood glucose meter. On (B)(6) 2020, a reading of 32 mg/dl was obtained and the customer experienced dizziness and lost consciousness. The customer's sister provided 1 mg of ¿glucosan¿ injection for treatment, and emergency services were called. The customer was taken to the hospital and was given IV fluids and insulin by a healthcare professional. The customer was hospitalized for 3 days. The customer was contacted and reported treatment of insulin with a diagnosis of hypoglycemia. It should be noted the diagnosis of hypoglycemia is not consistent with the treatment of insulin. A new medication of novolog insulin was prescribed. No further information was reported. There was no report of death or permanent injury associated with this event.